Manufacturer narrative:
Additional information has been requested and is currently not available. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported, that when the surgeon screwed the alignment tool on the impactor of the positioning guide, lateral, 20°, the small screw broke at the welding spot. No piece fell into the patient.

Manufacturer narrative:
D4 UDI#: (B)(4). Additional: d4, h2, h4, h6. Correction: b4, d10, f10, g4, g7, h3, h10. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: instrument fracture. Event summary: it has been reported that during a surgery the small screw broke while the surgeon screwed the positioning guide onto the impactor device. None of the parts fell into the patient. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: solely the coupling device has been returned, neither the damaged small screw nor the broken off rod has been received. The received positioning guide shows distinct imprints around the thread on the outer surface of the coupling part. In addition, the thread looks extremely frayed and deformed. The coupling area (to the impactor instrument) shows distinct scratches and worn off surfaces. Further, the received positioning guide is missing the vertical metal rod. Otherwise, normal signs of usage can be seen. As the broken screw, necessary to fix the positioning guide onto the impactor instrument, is missing the reported event cannot be recreated. - measurements: no measurement was performed as the reported screw has not been returned and the thread of the coupling area is deformed. Further the DHR indicates that all components met all specifications. - functional test: a functional test was performed using the received positioning guide with an identical screw as the missing one from a similar device. However, the screw does not fit (cannot be screwed in), as the thread is highly deformed. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance => possible, as a design change has been implemented to improve the connection between the metal rod and the coupling part. This instrument has been manufactured before the design change. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient -> not possible as according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible -> as the visual examination of the returned product did not indicate the presence of corrosion. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the returned product shows a damaged thread and a fractured rod. This suggests that exceptional forces might have been applied. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the returned product shows a damaged thread and a fractured rod. This suggests that exceptional forces might have been applied. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the returned product shows a damaged thread and a fractured rod. This suggests that exceptional forces might have been applied. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as the small screw is missing the positioning guide cannot be assembled with the impactor instrument. Conclusion summary: based on the returned product and the given information the event could not be recreated, as the reported broken screw has not been returned. However, the visual examination and the functional test showed that the thread of the positioning guide is deformed, which is a strong indication that the screw has been damaged as well or even fractured. Further, the imprints on the outer surface around the thread indicate that the screw has been used without o-ring for a long period of time in opposition to its intended use. In addition, the fractured metal rod indicates that an abnormally high or a repeated bending force might have been applied, leading to the fracture of the connection between the rod and the coupling part. As multiple rod fractures occurred within the past, the design of the instrument (manufactured in may 2012) was changed on (B)(6) 2013. Within this change, the connection to vertical rod was improved: transition fit was changed to a press fit. But the instrument involved in this complaint was manufactured before the mentioned design change. In addition, the instrument has been on the market for almost 6 years (since 2012) and therefore it might have been used excessively. To conclude, the investigation clearly shows that the device is damaged and beyond repair. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).